Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown catalog number and lot number. UDI - unknown due to unknown catalog number and lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manfacturer date - unknown due to unknown catalog number and lot number. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they had an issue with the inflation of the tr band device. Additional information was received on 20aug2020. The staff felt that the patient's anatomy may have contributed to the event.